Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2018 with the following findings: during investigation, the keypad was found to be intact; no damage or peeling was observed. All keypad buttons were responsive to button presses during testing. The keypad was removed and no evidence of contamination was observed on the button contacts. The pump was opened and no evidence of the moisture corrosion was found near the keypad connector. The complaint of a keypad response issue was not duplicated during investigation. There were no defects found.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the keypad buttons were under responsive. This complaint is being reported because the issue has the ability to result in an inadvertent or incorrect insulin delivery or the inability to use the pump. The reporter did state that the patient had a blood glucose of 273 mg/dl with symptoms of excess urination. The alleged blood glucose excursion does not meet animas criteria for a serious injury.